Manufacturer narrative:
Eval summary: the analysis results confirmed that one el5ml device was received in good visual condition. The instrument was cycled, fed and formed the 3 remaining clips within mfg specifications. No damage was noted on the jaws. The batch history records were reviewed with no anomalies noted during the mfg process. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an unk procedure, the jaws crossed/misaligned. Another device used to complete the procedure with no pt consequence.